Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording the data for 2 bedside monitors (bsm) - bed 9 and bed 10. They stated that their cardiologist mentioned that the their patient had some events while they were there on (B)(6) 2020 and when they went to view them, they were not recorded. The staff and the biomed saw no evidence that the central nurse's station (cns) saw the alarms. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not recording data for 2 bedside monitors (bsms). Their cardiologist mentioned that the patient had some events while being monitored on (B)(6) 2020 but they were unable to find the events in full disclosure. Investigation summary: multiple emails were sent to the customer to follow up on the issue, but no response was received. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Per the (B)(4) operator's manual, full disclosure data waveforms cannot be displayed when full disclosure waveform is not saved. Full disclosure waveform not saving may occur due incorrect settings.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording the data for 2 bedside monitors (bsm) - bed 9 and bed 10. They were able to resolve the issue for bed 9. They were able to verify that the alarm limits were set correctly and stated that they needed help with arrhythmias settings. They stated that their cardiologist mentioned that the their patient had some events while they were there on (B)(6) 2020 and when they went to view them, they were not recorded. If they go to full disclosure, they can see events but there is nothing on the alarms that correlates with the events. The staff and the biomed saw no evidence that the central nurse's station (cns) saw the alarms. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following telemetry transmitters were used in conjunction with the cns. The model was provided but the serial number was not and therefore listed as ni for no information. Bedside monitor: model: bsm-6701a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording the data for 2 bedside monitors (bsm) - bed 9 and bed 10. They were able to resolve the issue for bed 9. They were able to verify that the alarm limits were set correctly and stated that they needed help with arrhythmias settings. They stated that their cardiologist mentioned that the their patient had some events while they were there on (B)(6) 2020 and when they went to view them, they were not recorded. If they go to full disclosure, they can see events but there is nothing on the alarms that correlates with the events. The staff and the biomed saw no evidence that the central nurse's station (cns) saw the alarms. No patient harm reported.